Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the clip track was broken. There was one more issue; the sound doesn¿t work on it. The customer was suggested increasing the audio volume. Customer agreed to increase the audio volume. The customer was assisted in performing self-test. Customer reports the pump did not beep during the tone test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump unexpectedly seats then had unexpected insulin flow block alarm, problem isolated to the force sensor. Insulin pump passed the sleep current measurement, and active current measurement, unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to seating anomaly and unexpected insulin flow block alarm. Insulin pump had no audio tones during the self-test due to an open coil on printed circuit board. Insulin pump was received with scratched case, pillowing keypad overlay, broken belt clip rail and minor scratched lcd window. .